Manufacturer narrative:
Concomitant medical products: phaseal needleless valve; therapy date (B)(6) 2015 no product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported that the antisiphon valve within the extension set unscrewed from the rest of the set. This disconnection occurred even with tape applied to the antisiphon valve-to-tubing junction. The disconnection created an "air pocket that stopped the alaris pump from infusing." The nurse kept the antisiphon valve attached to the primary tubing, removed the IV tubing part of the extension set, and restarted the infusion. No patient harm reported.